Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer either resumed insulin delivery without changing pump supplies or changed the infusion set site to address the occlusions. Customer's blood glucose was 173-217 mg/dl. Upon follow up, customer had not received another occlusion after changing the pump supplies. Customer reported pump was functioning properly.